Event description:
It was reported that sensing and threshold values were not in range. The lead was replaced and the patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4).